Event description:
It was reported that the locking mechanism of the attachment was not working. There was no patient involved in this event.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of the locking mechanism not working was confirmed as the it was defective and failed to function. The most likely cause of the failure was detached distal bearings due to which the bur could not be inserted in the attachment. It was also noted that the input and output shaft were worn and the laser markings and color band were faded. G3: analysis performed date was used as the aware date for this report, as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.